Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/24/2015 with the following findings:the battery compartment was observed to be cracked below the grip pad; this device failure indirectly caused the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. The pump case was removed, and evidence of moisture damage was found on internal components: the reported issue was confirmed. Related to the reported issue, the pump was unable to power on and was completely unresponsive due to the internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.